Event description:
It was reported that prior to a lap supercervical hysterectomy procedure, when running through test set up, generator gave instrument error and nurse went through troubleshooting steps with no success. Case completed with another device of the same product code. No patient consequence.